Manufacturer narrative:
After further investigation, this report is not a reportable event with philips. The device is designed to comply with national and international safety regulations for medical electrical equipment including en/iec 60601-1 for category ii medical equipment. Therefore, overheated components or connections will not lead to a sustained accessible fire. The following functional tests were performed: additional information was received indicating that indicated the patient's skin was intact with a blue dot in the middle, for which no intervention was required. The marks were expected to heal completely. In addition, medical records were not available for staff to review so it was unknown whether the marks were present prior to admission. Based on this information, the pressure marks could not be confirmed to be related to the intellivue x3. Per the philips modality sales specialist working on this case, the issue is only with the sensor (B)(6) ; masimo is aware of this issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The intellivue x3 was confirmed to be operating per specifications and no failure was identified. The issue was on the masimo sensor, where masimo was informed of the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported the patient in the ICU developed pressure marks on two fingers from the spo2 sensor. The device was in use on a patient. It turned out that there was no patient or user harm, as the skin was intact with a blue dot in the middle, for which no intervention was required.

Event description:
It was reported the patient in the ICU developed pressure marks on two fingers from the spo2 sensor. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. The device was in use on a patient. There was a report of patient or user harm.

Manufacturer narrative:
D4: UDI is not available at this time due to unknown serial number. Serial number has been requested. E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.